Event description:
Coming onto shift, was told patient had ng to low intermittent suction. When passing meds around 2000, was noticing the suction device on the wall was not intermittently suctioning, but was continuously suctioning. Wall device was set to intermittent suction. Md notified. The patient's ng was placed to gravity until orders for intermittent suction were received and new wall unit was placed and tested.